Event description:
The facility reported an infusion pump with failure code 703. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 703 was not encountered at power-up and the event history was wiped clean. The uim pcb was replaced as a precaution. The pump was tested for proper operation and pump found to function properly.